Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed the reported issue. The stm replaced the o-ring but the helium leak was not resolved. The fse then replaced the helium reservoir assembly which corrected the issue. Further testing is being performed and the iabp unit remains out of use. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp)was experiencing a helium leak. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the iabp has been returned to the customer, but was not cleared for clinical use, due to a pending purchase order. A supplemental report will be submitted if any pertinent information is provided to us.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp)was experiencing a helium leak. There was no patient involved and no adverse event was reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp)was experiencing a helium leak. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
It is unknown when the pending purchase order will be approved. A supplemental report will be submitted if any pertinent information is provided to us.